Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a calcified lesion in the proximal circumflex. Five treatments, both retrograde and antegrade, were performed. During an attempt to reposition the oad further distal in the vessel to initiate a retrograde treatment, the viperwire guide wire moved unintentionally and the oad driveshaft was moved forward, which led to contact with the viperwire spring tip. This led to the viperwire spring tip fracturing and free floating in a small marginal branch. The oad was removed. Several attempts were made to retrieve the fractured spring tip; however, this was unsuccessful and the component remained in-vivo trapped with a stent. The patient was in stable condition. There was no pronounced wire bias observed. The vessel was primary wired with whisper ms guide wire.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional oad mentioned in b5 is filed under a separate report.